Event description:
Reportable based on device analysis completed on (B)(6) 2022. It was reported that crossing difficulties were encountered. The more than 70% stenosed target lesion was located in an arteriovenous fistula in a severely tortuous and severely calcified vessel. A 8.0 x 40, 135cm mustang balloon catheter was advanced for dilatation but failed to cross the lesion. The procedure was completed with another of same device. There were no patient complications reported and the patient condition was good. However, returned device analysis revealed balloon longitudinal tear.

Manufacturer narrative:
A mustang 8.0 x 40 was returned for analysis. A visual examination of the returned device found that the balloon had been inflated and was not refolded. It is not known when the balloon was subjected to positive pressure. A balloon longitudinal tear was identified beginning approximately 4mm proximal of the proximal markerband and extending approximately 26mm distally across the balloon material. An examination of the balloon material and markerbands identified no issues which could potentially have contributed to this complaint. A visual examination observed damage to the tip of the device. This type of damage is consistent with the device encountering resistance and excessive force being applied when attempting to cross a lesion. A visual and tactile examination found no kinks or damage to the shaft of the device. A visual examination observed no issues with the markerbands of the device. Both markerbands were undamaged and present on the shaft of the device.